Event description:
It was reported that the patients left lead had high impedance discovered during a program optimization attempt. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 19111222. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model:sc-2218-70. Serial: (B)(6). Batch: 19111222. UDI: (B)(4).